Event description:
It was reported that the patients ipg was non-functional. It was also reported that the patient was experiencing of irritation and pain and the pain gotten worse when patient lost weight. The patient underwent a spinal cord stimulator (scs) explant procedure. Additional information was received that the explanted device will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred in 2010.

Event description:
It was reported that the patients ipg was non-functional. It was also reported that the patient was experiencing irritation and pain and the pain was worse when patient lose weight. The patient underwent a spinal cord stimulator (scs) explant procedure.